Event description:
It was reported to medtronic minimed that the customer experienced water under the display. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and it was found that no cracks on the pump and instructed customer that pump will be replaced. Customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with flashing medtronic logo. Unable to perform the self test due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on electronic assembly, force sensor, battery tube, keypad flex tail and motor assembly. No moisture damage on the motor assembly, internal battery, keypad domes and keypad traces. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case. Pump received with flashing medtronic logo due to moisture damage on the electronic assembly. Exposed to moisture confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.